Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of an unspecified calcified artery after an interventional procedure. Reportedly, when the plunger was pulled back, a cuff miss occurred. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.